Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was attempted using a proglide device after an unspecified interventional procedure. Reportedly, a cuff miss occurred. An unspecified device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report submission, the following additional information was received: a proglide suture was attempted to be placed in the calcified left common femoral artery, via a 6fr sheath, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi). A proglide cuff miss occurred. After the tavi procedure was completed, hemostasis was achieved using the preplaced sutures of two other proglide devices. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information provided.